Event description:
It was reported by the customer that a pyxis medstation es system had malfunction with tower door 2. The customer indicated that there was a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the malfunction stemmed from intermittent failures of tower door 2 a field service engineer powered down the station and replaced all the old latches with new ones to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.